Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited whitish foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h11. Corrected fields: e1. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 05/21/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could be simethicone from obtained information. However, it is likely that "white foreign material in the auxiliary water channel." Occurred due to reprocessing could not be conducted properly due to leakage from electrical connector guide pin and bending section cover. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.